Manufacturer narrative:
The completed lead was returned in two pieces. An external insulation abrasion was noted at 31.8-32.1 cm from the distal tip consistent with lead friction to the ICD can. This is consistent with the observation from the field of noise. All other damages noted to the lead body were sustained during the explant.

Event description:
It was reported that an asymptomatic patient presented via merlin.net transmission exhibiting noise on the atrial and ventricular leads. After a review of the electrograms, right ventricular oversensing was confirmed. The leads were explanted and replaced. The patient was stable post procedure.